Event description:
It was reported that the customer bumped into a counter and as a result the touch screen became shattered and partially unresponsive. The customer's blood glucose was 142 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.